Manufacturer narrative:
A2) patient age - average patient age: mean 68.2 years (range 42¿(B)(6), median 67 years. A3a) patient sex - sex of majority of patients involved: 231 male, 100 female. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 05feb2021) ¿excimer laser coronary angioplasty: clinical applications and procedural outcome, in a large-volume tertiary centre¿. The article contains a retrospective analysis of prospectively collected data on all procedures where laser was used from august 2008 to december 2019. A total of 331 patients with 473 lesions were enrolled in the study. The vast majority of lesions were sequentially treated with spectranetics 0.9 mm elca laser atherectomy catheters (97%). Procedural complications included 14 dissections, 3 patients experienced no flow, and 3 perforations (MDR #3007284006-2026-00132). Additionally, one left anterior descending (lad) artery perforation led to cardiac tamponade and subsequent death in a patient who was treated for acute coronary syndrome with multiple comorbidities and poor left ventricular function. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 05feb2021 has been used, the date of publication. Mcquillan c et al_2021_excimer laser coronary angioplasty clinical applications and procedural outcome, in a large-volume tertiary centre. Cardiology 2021; 146:137¿143. Doi: 10.1159/000513142. This report captures the death that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.